Manufacturer narrative:
E1: initial facility name: (B)(6). Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the stent is damaged 20mm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed that the stent is damaged.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the left subclavian artery. A 6.0mmx18mmx150cm express vascular sd stent was advanced for treatment. However, during unpacking, the stent was found to be kinked. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Initial facility name: affiliated hospital (B)(6).

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the left subclavian artery. A 6.0mmx18mmx150cm express vascular sd stent was advanced for treatment. However, during unpacking, the stent was found to be kinked. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.